Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low lever failure. The customer stated that they were able to cleared alarm and rewound the the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer complaint: event date: (B)(6), 2020. The customer reported that the insulin pump had a pump error 63 alarm. The customer also reported that the insulin pump had a failed battery alarm three times. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 63 alarm and failed batt test or battery failed alert noted during testing. There was no pump error 63 alarm, power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm recorded in the formatted history file for the year 2020. However, low battery alert was recorded and found in the formatted history file on: the pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was monitored for several days and no unexpected failed battery test or battery failed alert noted. Also, no pump error 63 alarms in the formatted history file n.